Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the jaw broken. This condition would not allow the jaws to collapse in order to form the clips. The damage at ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic esophagectomy procedure, the jaws could not be released after firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on?---no information. What vessel or structure was the device fired on at the time of the event? ---around the esophagus. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information. Did the surgeon try to pull the trigger from the handle? ---yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---yes. How was the device removed? ---by pulling the trigger from the handle. Was there any tissue damage? ---there was no adverse consequence. If so, how was it repaired? ---n/a.